Manufacturer narrative:
Qa preliminary analysis revealed the unit was returned with the c-flex stretched. A portion of the c-flex was missing. The c-flex junction was intact. Quality engineering concluded that exact root cause for this incident was indeterminable. It is possible that the rhv was not adequately opened, or the guidewire was not cleaned properly, therefore causing resistance. The force used to remove the stent delivery sys against resistance led to the tearing of the c-flex. There is no indication in the complaint that any device defects were noted during prepartion. Quality engineering has recommended that a letter be sent regarding balloon rated burst pressure, wire cleanliness and adequate rhv opening. No other corrective action will be implemented. As part of co's quality process, all stent delivery sys devices are inspected on-line to ensure that each stent is correctly positioned and securely mounted on its balloon. A review of the device mfg records for this product lot did not reveal any nonconformity associated with this device. This MDR is considered closed by the qa dept.

Event description:
It was reported that after a successful stent deployment in the lca, resistance was met on the guide wire outside the anatomy. At this point it was noticed that a portion of plastic was hanging off the stent delivery system, proximal to the stent.